Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin and ceftazidime (for 14 days, doses and frequencies not reported) for peritonitis. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information was received that prior to having peritonitis, they had noted that there was a leak in the solution bag. This was the likely cause of the patient having peritonitis. At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.